Event description:
A reporter called to submit a report about her device that has been recalled. She said the TRUE METRIX AIR she got from Walmart is in the recall list. Reporter stated she did not have any adverse effects or any device problem other than the device being in the recall list.